Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that the hcp said it was anesthesia based and not due to the pump. The recovery hcp was being cautious. Patient recovered from anesthesia. The lethargy and bradycardia had been resolved. The explanted 8780 portion would not be returned. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-dec-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving baclofen, unknown concentration at unknown dose via intrathecal drug delivery pump for intractable spasticity. It was reported that the patient's healthcare professional (hcp) wanted a manufacturer representative at her apt tomorrow. There was swelling in her back. Patient was afraid that it was a problem with the catheter. On friday, patient 'probably stretched more than I should have'. Patient was having 'serious spasms' on friday and saturday. No interventions mentioned. No further complications were reported.

Manufacturer narrative:
Continuation of concomitant products: product ID 8781, lot# , serial# unknown, product type: catheter. Product ID 8780, lot# serial# hg31b7604, implanted: (B)(6) 2019, product type: catheter. Updated to reflect the surgical intervention that occurred on (B)(6) 2019. Updated to reflect the information received on 2019-jun-12. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2019-jun-12 from the patient's healthcare provider (hcp) via a manufacturer's representative (rep). It was reported that at some point in (B)(6), the patient was gardening and "felt a pop". Over time, the patient noticed their spasticity increasing. The pump was turned to minimum rate and was managed with oral medication. It was unknown what, if any, environmental/external/patient factors might have led or contributed to the issue. A cap kit was used to try and aspirate, however they could not aspirate or push anything through the cap. The hcp determined that the issue was in the pocket. A pocket revision revealed the pump sutured were cut. It appeared that the pump was flipping and a majority of the pump section and part of the spine section of the catheter was twisted. The twisted catheter was removed and csf immediately started flowing. It was confirmed that a surgical intervention occurred in the form of a catheter revision. They revised the whole pump segment (27.9 cm) and a portion of the spinal segment (14.5 cm) and added on 13 cm of the 8781 kit they brought. Caller stated they added everything up and the new catheter volume was 0.187 ml. A new pump section was implanted, connected to the pump, and the hcp was able to aspirate the catheter with 2cc of fluid. Only the catheter and the cap were primed (0.187 ml + 0.06 ml = 0.249 ml) since the hcp was able to successfully aspirate 2 ml after they connected everything up. The patient's status was listed as "alive-no injury". An hour after the surgery, the rep got a call from the hcp reporting the patient was very lethargic and bradycardia. The rep stated that the patient was started back up on 100 mcg/day on a 2000 mcg/ml concentration after the revision. No further complications were reported.